Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6), a 32mm amplatzer septal occluder was chosen for implant using an unknown delivery system. During deployment, the left atrial (la) disc formed normally and laid flat against the septum; however, when the right atrial (ra) disc was deployed, it did not lay flat and appeared puffy. After two additional attempts to recapture and redeploy, the ra disc continued to exhibit the same behavior. The device was then fully retracted into the delivery system and removed from the patient. The team inspected the device on the back preparation table and deployed it in a large bowl of saline, where the la disc again formed normally while the ra disc remained puffy, giving the device an overall mushroom-like appearance. The physician lightly massaged the device under saline in an attempt to restore its shape. The device was then prepped again and redeployed in the patient, but the ra disc continued not to form properly. The deformed device was never released from the delivery cable. There was interaction with the cardiac structures during deployment and no angulation/kink were noticed in the delivery system. The device and delivery system were removed, and the procedure was subsequently completed using a new 34mm amplatzer septal occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.